Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in set/line) occurred on the homechoice (hc) device during dwell 2 of 4. The home patient (hp) was connected at the time of alarm. The technical service representative (tsr) explained the alarm and told the hp that they could use manual bags if they had them in order to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.